Manufacturer narrative:
Method: the actual device was not returned, and implantech reviewed production/manufacturing records, including labeling review. Results: no problem with the device was identified. Conclusions: implantech has concluded the event is a known, inherent risk associated with implant procedures. No problem with the device has been identified.

Event description:
Complainant reported that patient experienced serous fluid accumulation on the right side after bilateral placement with gluteal implants. The physician made multiple attempts to drain the right side, however swelling and serous fluid accumulation persisted. Approximately 9 months post-operatively, the right side device was explanted and replaced.